Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the glenoid component loosened.

Manufacturer narrative:
The reported event could be confirmed. X-rays were returned for evaluation and confirmed the event noted in this complaint. The device inspection was not possible as the product was not returned for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The medical opinion of a medical expert was requested to evaluate the risk of this event: after review of the tornier shout clinical report - ¿if have read the shout-form and there are no patient characteristics in there that increase the changes of shoulder arthroplasty revision as such. Loosening of the glenoid component is one of the most common reasons for revision in anatomic total shoulder arthroplasty. With uhmwpe indeed ¿polyethylene particle disease¿ plays an important role. Uhmwpe-particles of certain sizes trigger a type IV immune response that causes macrophages (cells that are trying to clear up the particles) to invade bone at the bone-(cement)-implant interface, thus causing loosening.¿ after review of provided x-rays ¿ ¿the changes in the peri-articular bone structure (both proximal humerus and glenoid show a typical moth-eaten and cystic lesions aspect), the asymmetric joint space suggesting uhmwpe-wear, make loosening because of particle disease the most likely cause.¿ if device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the glenoid component loosened.